Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/doses via an implantable pump for spinal pain. The patient rep reported that the patient's pump was replaced this morning by healthcare provider. The patient rep stated the pump was replaced because of a clogged catheter. The patient rep stated they noticed the issue with the catheter during a dye study (B)(6) 2024. The patient rep stated there was a medtronic representative present at the appointment. The patient rep stated that patient was using her new equipment and verified she was able to get a bolus. The patient rep stated they had the white cord but no adaptor. Agent reviewed they use the same adaptor for both charging cords.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 03-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.